Manufacturer narrative:
Photos of tubing were submitted by a cardioquip technician and sent to cardioquip epidemiology for investigation during an onsite service visit. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. The customer was notified of the potential contamination and recommendation via email on 06/30/23. As of the date of this report, there has been no response to the recommendation of repair.

Event description:
Cq technician notified cq service via airtable that the internal tubing of this device was suspected of being contaminated while on-site performing pms. The technician took pictures of the tubing and sent them to cardioquip for review. Cq director of operations and epidemiologist melanie harry reviewed the pictures, and recommended that the device received hpc testing to gain a quantitative analysis of water quality. This issue was identified on (B)(6) 2023, no patient involvement was reported.